Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced rapid blood glucose decreases after meals and overnight, followed by elevations above 200 mg/dl after treating lows while using the ilet system. Symptoms included hypoglycemia with a reported nadir of 40 mg/dl and subsequent hyperglycemia up to 230 mg/dl lasting a couple of hours, without loss of consciousness or need for assistance. Outcomes included self-management without medical intervention or hospitalization. Investigation included review of the event details and user guidance on hypoglycemia treatment to avoid overtreatment and rebound hyperglycemia. Investigation of this case revealed no device alarms or malfunctions and suggested user overtreatment of hypoglycemia as the likely contributor to glycemic fluctuations. It was concluded, based on previously established findings for similar reports, that the cause was user management of hypoglycemia leading to rebound hyperglycemia.